Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
It was reported, that the patient's right ventricular (rv) lead had a conductor fracture. The lead was explanted and replaced. There were no patient consequences.